Event description:
Business sells, according to their brochure, "non-sterile, reusable" acupuncture needles. Some needle lengths range from 15cm to 37cm, long enough to penetrate internal human organs. "Is above mentioned establishment and device registered with FDA?"